Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6). 2025 the user dropped the ilet device, resulting in a cracked screen. The user was unsure whether the incident occurred the previous night or that morning. The touchscreen became nonfunctional, and the user could not operate the device. The user was instructed to revert to backup insulin therapy and confirmed understanding. A replacement ilet was issued. No blood glucose impact or injury was reported.